Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. Hsc found the customer's quality control (qc) was in range at the time of the event. Hsc stated that the integrated multisensor technology (imt) dilution was impacted. Hsc found the fluid verify for the initial run was low with a corresponding low fluid delta. The issue was not found on the samples before and after sample ID (B)(6). The cause of the discordant, falsely elevated sodium result is sample specific, due to poor sample quality and the presence or gel, fibrin, and/or cellular debris impact the imt dilution of the initial run. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s) and the patient was hospitalized for observation. The customer tested a new sample on the same dimension vista instrument, resulting lower. The customer repeated the original sample on the same dimension vista instrument, matching the new sample result. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.